Event description:
It was reported that a couple of weeks ago, "patient presented with pain and was jittery". Healthcare provider (hcp) believed this was "withdrawal from the meds"; actual residual volume (16 ml) was greater than the expected residual volume (3 ml). A dye study was completed earlier, which indicated that catheter was patent and still in proper place; they were able to aspirate and get csf (cerebrospinal fluid). However, the roller arms did not turn. Hcp left pump in stopped pump mode. It was decided that the pump will be replaced and the patient would be treated with other means. Drugs delivered via the pump include morphine and baclofen (compounded). A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, lot #: j0039907r, implanted on: 2001 (B)(6), explanted on: unk.